Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the strain reliefs of the system controller was confirmed via visual inspection. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review; however, the log file did not contain any events that would indicate an issue with the controller. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. A root cause for the damage to the black and white strain reliefs was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. It was shipped on 25mar2016. Heartmate iii instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the controller was exchanged due to both power connectors having torn bend reliefs. No technical issues occurred. The patient was very active and no initial root cause for this damage could be provided. No additional information was provided.